Manufacturer narrative:
Insulin pump received no button response due to flattened all button dome switches. Unable to verify battery out limit alarm due to no button response. Also received with cracked reservoir tube lip and minor scratched lcd window.

Event description:
It was reported via phone call, that the customer received a battery out limit alarm. It was also reported that the keypad was unresponsive. Customer's blood glucose level at the time 158 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.